Manufacturer narrative:
A broken and peeled sheath was returned for analysis. The returned sheath was visually inspected and confirmed the wing on the non-sideport handle detached. Visual inspection observed markings on the handle indicating the user used a tool to break the handle. The support peg on the handle that holds the valve was broken off of the handle. The valve and the cap on the broken handle were also missing and not returned. Greatbatch cannot confirm where the pieces and fragments of the handle are, but may have been disposed of by the hospital. Review and confirmation of manufacturing records was performed. No discrepancies were noted. All records indicate the device met specification prior to leaving greatbatch medical. Greatbatch is unable to determine the cause of this incident at this time. Due to the nature of this event, further investigation is required to determine root cause. An updated report with details of the investigation will be submitted to the FDA as information becomes available.

Event description:
It was reported that the wing of the peelable introducer broke during the peel phase. Small scissors were used to split the introducer. There was concern that particulates from the split introducer could get into the incision site. As a result, the sheath and lead needed to be removed. The procedure restarted with a new incision site in the vena subclavia.